Event description:
Customer is reporting a fracture and revision of a corail hip stem at taper area unknown side. Doi: (B)(6) 2017. Dor: (B)(6) 2022. Unknown side.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
1. On (B)(6) 2017, the patient had a left total hip to address medial dislocated femoral fracture on the left side. Depuy pinnacle cup, unknown polyethylene inlay and ceramic head and cement-free shaft size 11. 2. The patient then had recurrent dorsal luxations and had a revision of head/liner in 2017. 3. In (B)(6) 2018, the patient continued to have luxations, a change of cup to a cement -anchored dual mobility cup. It was noted that a merete (competitor) xl neck was placed along with pinnacle tripolar cup 4. On (B)(6) 2022, the patient had an explantation of broken stem , and a osteotomy, which needed 4 cercages to fixate. Prior to surgery the patient was noted to have fallen and had severe pain. Radiographs showed a fractured stem at the level of the neck. The patient then had the femoral head and stem removed. Depuy biostop gmarker as placed along with unknown dual mobility cup, and stem.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary : the device associated with this report was returned for analysis. Examination of the device confirmed the complaint. The femoral hip stem was fractured approximately 18 mm from the lateral edge of the driver platform of the stem. There was some damage to the stem, with abrasions likely from contact following fracture and the retrieval process. Evidence of impingement on the posterior flat of the neck of the stem was also observed. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : a manufacturing records evaluation (mre) was not performed as no valid lot number was retrieved for this device.